Event description:
The facility rep reportd a fail code 500. Info was not provided regarding wheter or not the failure occurred during a pt infusion. The hosp rep stated that there were no reports of pt injury or medical intervention.